Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist systems (lvas¿s) and the reported death events could not be determined through this evaluation. The specific device and other case/patient information is not available and was not requested. No product was evaluated. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. This IFU lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿association of clinical outcomes with left ventricular assist device use by bridge to transplant or destination therapy intent: the multicenter study of (B)(6) technology in patients undergoing mechanical circulatory support therapy with heartmate 3 (momentum 3) randomized clinical trial¿ identifying that hm3 may be related to death. This study was a prespecified secondary analysis of the momentum 3 trial, a multicenter randomized clinical trial comparing heartmate 3 (hm3) lvad to hmii pump. It was conducted in 69 centers in the united states. Patients with advanced heart failure were randomized to an lvad, irrespective of the intended goal of therapy (btt/btc or dt). A total of 515 hm3 implanted patients were included in the analysis. A total of 22 (11.1%) of btt/btc (total n=198) and 58 (18.3%) of dt (total n=317) hm3 patients died during follow up period.